Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pace impedance measurement on the right ventricular (rv) lead. Additionally, the threshold measurement had increased. Stored episodes revealed oversensing that resulted in one beat of pacing inhibition. As a result, a revision procedure was scheduled. No adverse patient effects were reported. Information was subsequently received through a remote monitoring system that this device detected an out of range pace impedance measurement on the rv lead and being programmed to monitor only. Information was subsequently received that the physician elected to program the device to left ventricular pacing only. No adverse patient effects were reported.